Event description:
Related manufacturer reference number: 2017865-2021-31155. Related manufacturer reference number: 2017865-2021-31154. It was reported that the patient presented in clinic for follow up. Interrogation the patient's right atrial (ra) lead, right ventricular (rv) lead, and pacemaker all showed oversensing noise due to subclavian crush. Both the ra and rv leads were capped and replaced on (B)(6) 2021. The pacemaker was explanted and replaced. The patient was stable.